Event description:
It was reported that the controller returned without allegation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller was returned for evaluation following low flow events, pump stop events, and patient death. Data from the submitted and downloaded log files spanning approximately 1 hour ((B)(6)2024 19:15:58 to 20:12:42 per timestamp) was reviewed. Throughout the log file, the system controller unsuccessfully attempts to restart the pump. There were several speed reductions to 0 rpm accompanied by elevated power levels, flow values of 0 lpm, and low speed hazard and low flow hazard alarms. The onset of the events was not captured. These events are addressed under the pump investigation. At 19:29:06, the log file captures the driveline being disconnected and at 20:12:42, both power cables were disconnected. This is consistent with the exchange of the system controller. The system controller appeared to operate as intended throughout the data. The returned system controller, serial number (B)(6), was functionally tested and observed to pass the self-test, charge, navigate through the different display screens, and alarm as intended when the power cables and driveline were disconnected individually. The system controller was able to be silenced and successfully relied on the backup battery when both power cables were disconnected. The system controller operated in a mock circulatory loop for an extended period without issue. The provided information indicated the system controller was exchanged but did not resolve the atypical events. The root cause of the reported events captured in the log files could not be correlated to an issue with the system controller. Incidental findings: superficial damage and fluid ingress to system controller black power cable. The device history records were reviewed and the records reveals that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6)2015. The heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. The heartmate ii instructions for use section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.